Manufacturer narrative:
On 23 august 2016 the (B)(4) project manager analysed the returned implants and commented as follows: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is present except few spots without it. On the ceramic femoral head no particular signs can be seen, except some scratches on both the border and the internal conical surface. The head is free to articulate inside the liner. On the liner no particular signs can be seen. It is not possible from the inspection of the implants determine the root cause of the event. On 23 august 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 24 august 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: revision of cementless tha after 1 day due to femoral fracture. The fracture has most likely been originated during the femoral preparation process. This is a possible, known adverse event during femur preparation for tha. There is no reason to suspect that a device defect caused the problem. Batch review performed on 20 june 2016. (B)(4).

Event description:
Upon trying to get the patient up to the bedside commode, the patient lost consciousness. When the patient woke up she stated that when she put weight on her left leg, the pain was so intense she had passed out. This is the second time the patient had lost consciousness. The surgeon found that the patient had a minimally displaced periprosthetic fracture so the liner, head and stem were revised the day after primary. The surgery was completed successfully.